Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported anterior needle-to-cuff miss. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on a review of the available information, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all addiitonal relevant information.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed over a guide wire and a second proglide devices used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.